Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the supply line of the homechoice cassette and the supply bag; further described as the point of connection of the supply line and supply bag "keeps turning". This occurred during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.